Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. It was stated that the infusion set and reservoir were changed out twice and his blood glucose went down to 48 mg/dl. He was treated for dinner with manual injection. Troubleshooting was performed. During a fixed prime, the insulin did exit and the insulin pump alarmed no delivery. After disconnecting and reconnecting the reservoir and infusion set, the customer was able to push insulin through the tubing, but there was greater than normal resistance. It was explained that the alarm was caused by the infusion set and reservoir connection. Nothing further reported.